Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw thread came off when removing screw from bone.

Manufacturer narrative:
The reported incident that 3.0mm, asnis micro, cannulated screw, 40/18mm was alleged of issue s-21 (device stripped/twisted) could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Please note that this kind of failure is normally caused either by wrong positioning/misalignment between implants or by slippage of a screwdriver that is not correctly aligned with the screw axis and/or fully seated. The device inspection revealed the following: the thread of the screw resulted completely stripped off. The stripped part was received as well. The screw tip did not present any anomalies. The screw head showed some signs of deformation. From their aspect it resulted clear that the surgeon applied axial force during insertion, thing that made screw extraction more difficult than normally. A review of the device history was not possible because the lot is not engraved on the returned device and the communicated one resulted invalid. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the screw thread came off when removing screw from bone.